Event description:
Patient representative reported left side ¿pain,¿ and ¿anxiety due to product recall." Patient representative later reported ¿implant shell shows tear in two places." The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
H6. Health effect - impact code continued: f2203 - imaging required. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, pain, anxiety-product/procedure.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient representative reported left side ¿pain,¿ and ¿anxiety due to product recall." Patient representative later reported ¿implant shell shows tear in two places." The device has been explanted and replaced with a non-allergan device.